Manufacturer narrative:
The customer's complaint was confirmed during in-vitro testing. The sensor triggered a true led disconnect alarm as it was observed that the led during the whole duration of the qc test experienced an intermittent crash. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering the ec 30 error. D4: additional device information updated. D5: operator of device updated to patient/consumer. D9: device available for evaluation? Yes, device received on (B)(6) 2021. H3: device evaluated by manufacturer? Yes. H4: device manufacturer date updated to 03 feb 2020. H6: type of investigation updated to 10. H6: investigation findings updated to 4203. H6: investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.